Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd precisionglide¿ hypodermic needle has been found missing label information before use. The following has been provided by the initial reporter: 1 box of 0.55x20mm hypodermic needle with 100 bd.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9149999, maintenance records and the quality notifications and no deviation was found for this batch. The photo made available by customer for evaluation were evaluated where it was possible to observe the absence of lot numbering on the cartridge. The potential for this failure mode occurred due to a failure in the machine that makes the marking of the carton, it registers the trace ability of the batch in the packaging. As it was a small amount, it ended up not being detected by the associate involved in the process. The incident identified from this complaint will be monitored for detention assessment. H3 other text : see section h.10.

Event description:
It has been reported that the bd precisionglide¿ hypodermic needle has been found missing label information before use. The following has been provided by the initial reporter: (B)(4) box of 0.55x20mm hypodermic needle with (B)(4) bd.